Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the woke up and the insulin pump had a blank display. They removed the battery for 5 minutes and inserted a new battery but it did not resolve the blank display. The customer¿s last blood glucose level was 550 mg/dl. They treated with manual injection. Troubleshooting was performed but the display did not return. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit received with currents in specification. No blank display. Lcd board passed testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.